Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the post t2/pret1setting with the suture and t2 implant returned outside the channel t1 was not returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation.. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360's t2 fell off from the meniscus. When the problem was noticed, t1 was already anchored secured in the patient. T2 was removed with suture cutters and pliers. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.